Event description:
The pt received two leads with the same lot number. It is reported the pt experienced overstimulation at the ipg site. Surgical intervention was undertaken on (B)(6) 2014 and the leads were found to be coiled below the ipg. The physician believed this may have contributed to the issue. The leads were explanted and replaced. The ipg was also explanted and replaced during this same procedure. Please reference MFR report# 1627487-2014-04178 regarding the ipg. Follow-up effective stimulation was achieved postoperatively and the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.